Event description:
It was reported that a malfunction occurred with the pump, identified by malfunction code 16, which led to the decision that the pump needed to be replaced. There was no reported impact to the customer¿s blood glucose level. Tandem technical support confirmed the replacement pump and instructed the customer to switch to multiple daily injections (mdi) to ensure continued insulin delivery. The customer was advised to allow the battery of the current pump to deplete before transport and to return the pump using the pre-paid label and return box provided.